Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump.